Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product/provided photo found a piece of loose, black debris in the opened sterile packaging. The sterile poly bag is torn with black smudges. The debris was returned for evaluation; however, the sterile poly bag was not. No further evaluation was performed. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet cannot be determined as the product was returned opened. The root cause of the reported event (torn poly bag with black smudges) can be attributed to the device shifting during transit. The root cause of the reported event (foreign debris) cannot be determined as we cannot confirm the source of the debris. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the implant was unpacked at the operating table, a dark metallic spot and a hole in the sterile packaging was found. A second implant was used to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.